Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2019. Product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturer representative on (B)(6) 2019. It was reported that the pump was replaced due to elective replacement indicator (eri) in 13 months and the catheter replacement occurred at that time due to sluggish flow. The date of surgery was (B)(6) 2019 and the catheter was replaced with another manufacturer's catheter. The issue was considered resolved. The pump was infusing baclofen at 118mcg/day and dilaudid at 0.2mg/day at the time of report. Additional comorbidities included depression, osteoporosis/osteopenia, and gastroesophageal reflux disease (gerd). The patient's allergies included penicillin (pcn), imitrex, fosamax, zithromax, and lamictal.

Manufacturer narrative:
Other relevant device(s) are: product ID: 8709, lot/serial# (B)(4), implanted: (B)(6) 2007, product type: catheter; ubd: 14-sep-2008, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative (rep) regarding a patient receiving 2000 mcg/ml of compounded baclofen at 678 mcg/day and 3.5 mg/ml of dilaudid at 1.18 mg/day via an implantable pump for intractable spasticity and cerebral palsy. It was reported the patient had a catheter dye study on (B)(6) 2019 due to the elective replacement indicator (eri) for the patient's pump and the doctor was unable to aspirate the catheter. No symptoms were reported. There were no reported environmental/external/patient factors that may have led or contributed to the issue. No diagnostics or troubleshooting were reported. No actions/interventions had been taken. The issue was unresolved at the time of the report, (B)(6) 2019. Surgical intervention was planned, however, it had not been scheduled. The patient's status was provided alive - no injury. No further complications were reported or anticipated. The patient's medical history and other medications being taken at the time of the event were not available.

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2019, product type: catheter; product ID: 8711 serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2019, product type: catheter; product ID: unknown, catheter lot#, serial# unknown, implanted: unknown, explanted: (B)(6) 2019. Product type: catheter. Section 'device' information references the main component of the system. Other relevant device(s) are: product ID: 8709, serial #: (B)(4), ubd: 2008-09-14, UDI#: (B)(4); product ID: 8711, serial #: (B)(4), ubd: 2009-01-11, UDI#: (B)(4); product ID: unknown catheter, serial/lot #: unknown, ubd: unknown, UDI#: unknown. Analysis revealed a non-significant finding regarding dried drug, blood, or foreign material occlusion in the catheter body of all three returned catheter components (model 8709, model 8711, and unknown catheter component). Analysis of the pump revealed no anomaly. If information is provided in the future, a supplemental report will be issued.